Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2024, two xience prime btk stents (3.5x28, 3.5x38 mm) were implanted in the mid right anterior tibial artery via the right femoral artery access site. Amputation of the two toes on the right foot was performed during hospitalization of index study procedure as part of treatment plan. On (B)(6) 2024, angioplasty was performed in the study treated lesion. Thrombotic occlusion was found in the 3.5x28 xience prime stent after the popliteal bifurcation. The thrombotic occlusion in 3.5x28 study stent resulted in pain at rest. The patient had impaired healing of the amputation wound after the amputation of two toes on the right foot; the impaired healing is not related to the study stents. The amputation was performed during hospitalization of the index procedure as part of the treatment. Occlusion, stenosis, and thrombus were found in several vessels and non-study vessels. Unacid and clindamycin medication was administered. On (B)(6) 2024 there was a planned hospitalization for left sided stenosis and invasive follow up in the right lower extremities. On (B)(6) 2024 the patient was hospitalized. Duplex ultrasound was performed which found acute thrombotic re-occlusion of the popliteal artery and tibialis anterior right (study lesion). On (B)(6) 2024, thrombectomy and prolonged lysis performed. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Subsequent to the previously filed report, additional information was received that on (B)(6) 2024 the patient underwent surgical bypass surgery from the distal superficial femoral artery to the mid anterior tibial artery. On (B)(6) 2024 only the first two toes on the right foot were amputated. On (B)(6) 2024 amputation was performed on the right third toe. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the similar incident review, there is no indication of a lot specific product quality issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effects of pain and thrombosis are listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.